Manufacturer narrative:
(B)(4). Complaint device was returned for evaluation. A visual exterior inspection was performed on receiver and passed. The case of receiver was opened, interior inspection was performed and failed. The moisture detection sticker was found activated. A global receiver functional test was performed and passed. Receiver data log was downloaded and reviewed, finding a hardware failure error. Based on the finding of hardware this is being reported. The complaint was confirmed. The root cause was determined to be moisture damage and related hardware failures.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.